Manufacturer narrative:
D10: (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6) 02-012-49-4013 - logic cr tib insert slope++, sz 4, 13mm (B)(6) 200-02-32 - three peg patella 32mm. The reason for the revision was likely the result of the reported pain, which was caused by prosthesis wear or an insufficient bond between the femoral and tibial components and the bone, which led to aseptic (non-infected) loosening. The reason for the reported loosening cannot be confirmed as the devices were not returned for evaluation. Failure of the cement used to secure the femoral and tibial components to their respective bones, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 57 months after a total knee replacement procedure, the patient underwent a revision procedure to address loosening, instability, joint laxity, pain, and swelling/edema. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.